Manufacturer narrative:
The involved device was returned for investigation on the (B)(6)2024. - visual inspection: the involved device is contaminated by blood. The catheter and the connection ring are still connected to the access port housing. *access port housing: around 15 puncture marks are visible into the silicon septum. *catheter: a segment of catheter is still connected to the access port housing with its ring. It measures around 18,5cm. The distal part of the catheter is missing. The rupture facies is irregular and has a rough aspect; this means that the material was torn at this level, leading to the complete fracture. *connection ring: the finished connection ring results of the assembly of: - a transparent rigid ring, - and a white soft antikinking. Here, the ring and the antikinking are disassembled. The ring is correctly mounted on the exit cannula and maintained the catheter connected to the access port housing. The antikinking is only threaded on the catheter. A fibrine sleeve is visible on the transparent ring. The separation between the anti-kinking and the rigid part of the connection ring can sometimes be observed during removal, especially when the implantation period is very long. - dimensional measures: the internal and external diameters of the catheter were measured: all are within the defined specifications. Conclusion: no manufacturing defect has been detected on the returned device. The complaint is not confirmed. The difficulties encountered by the surgeon during the explantation procedure is due to the adhesion/encapsulation of the catheter into the vessel wall. It is a known complication of the access port implantation, in particular when the implantation period is very long. Here, the access port was implanted during 16 years. Celsite access port is not permanent implant. It is recommended in the IFU to explant the device when treatment is no longer needed or after 5 years of implantation. Also, fracture is the most common complication of ageing. Risk of fracture may increase over time depending on the material of the catheter, the pathway, and the entry point of the catheter into the vessel. This is a rare incident; no increasing trend is detectable in our complaint database. No corrective action is envisaged.

Event description:
"The device was installed on this patient on (B)(6)2008. Today, when the device was removed, dr (B)(6) noticed that the catheter had been fractured, a part remained in the patient because there was a resistance encountered. Advice from a vascular surgeon taken with ultrasound: no immediate intervention, patient placed under surveillance."

Manufacturer narrative:
We have been informed that the patient died as a result of digestive ischemia on (B)(6) 2024, not related to the incident.

Event description:
"The device was installed on this patient on (B)(6) 2008. Today, when the device was removed, dr p. Noticed that that the catheter had been fractured, a part remained in the patient because there was a resistance encountered. Advice from a vascular surgeon taken with ultrasound: no immediate intervention, patient placed under surveillance.".

Event description:
"The device was installed on this patient on (B)(6) 2008. Today, when the device was removed, dr (B)(6) noticed that the catheter had been fractured, a part remained in the patient because there was a resistance encountered. Advice from a vascular surgeon taken with ultrasound: no immediate intervention, patient placed under surveillance."

Manufacturer narrative:
Note: product reference (B)(4) is not cleared for sales in the USA, but it is similar to a product reference cleared under #510k130576. Batch history review: we have checked the manufacturing file of the involved batch of celsite access ports which complies with our specifications and does not present any discrepancy. No other similar complaint has been reported to us on this batch of access ports released in april 2008. Investigation results: the explanted device was not returned for evaluation. 2 x-ray pictures we forwarded for investigation. The 1st picture shows the access port correctly implanted via right jugular vein. The 2nd picture shows only the distal part of the catheter inside the jugular veine and the superior vena cava. The access port and the proximal part of the catheter were already explanted. The fracture accrued at the level of the catheter entrance in the jugular vein. The distal tip of the catheter is still placed just above the entrance of the right atrium. This image shows that despite the fact that the distal part of the catheter is no longer attached to the access port, it has not migrated. This proves that the catheter is stuck/encapsulated in the vein wall. This explains the resistance described by the doctor during removal. Conclusion: catheter difficult to remove during explantation procedure due to adhesion/encapsulation in the vessel wall is a known complication of the access port implantation, in particular when the implantation period is very long. This access port was implanted 16 years. Celsite access port are not permanent implant. They have to be explanted at the end of the treatment as specified in the IFU. The duration of the system is mostly dependant on the catheter. Fracture is the most common complication of ageing. Risk of fracture may increase over time depending on the material of the catheter, the pathway, and the entry point of the catheter into the vessel. This is a rare incident, no increasing trend is detectable in our complaint database. No corrective action is envisaged.